Manufacturer narrative:
(B)(4). Date of event entered (B)(6) 2021, exact date not confirmed. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information: the primary surgery took place on (B)(6) 2021. The re-hospitalization occurred 5 days after (exact date not confirmed); date of revision surgery should be . --> (B)(6) 2021. Additional information was requested and the following was obtained: was a leak test performed? If so, what type and what was the result?-yes hydro-pneumatic test. Was the staple line visualized endoscopically during the initial surgical procedure?-yes, because in open. How many days postoperative did the leak occur?-on the fourth day. How was the leak identified?-septic patient, open reoperation. What was observed at the site of the leak upon reoperation?-partial opening of the anastomosis. How was the leak addressed? -anastomosis reconstruction.

Event description:
It was reported that the surgeon reports dehiscence of the ileus colic anastomosis following a right colon procedure and use of cdh29p. The patient had inflammation, bleeding and fever. Five days after surgery the patient was hospitalized and subsequently surgically retreated. Discharged without further consequences on (B)(6)2021.